Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental. Boston scientific has assigned an investigation conclusion code of cause linked to device but unable to trace more specifically. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that the patient implanted with this pacemaker began feeling unwell after a device software update was performed. The patient reported feeling dizzy, shortness of breath, and also felt some stimulation at the device pocket area. The patient was unable to perform a device interrogation in the remote monitoring system as the communicator appeared unable to read the device. The patient then presented to the clinic where interrogation with a programmer confirmed the device had reverted to safety mode. The patient was pacemaker dependent and pacing inhibition was observed due to the safety mode settings. The patient was admitted and the device was explanted and replaced with a non-boston scientific device. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Event description:
It was reported that the patient implanted with this pacemaker began feeling unwell after a device software update was performed. The patient reported feeling dizzy, shortness of breath, and also felt some stimulation at the device pocket area. The patient was unable to perform a device interrogation in the remote monitoring system as the communicator appeared unable to read the device. The patient then presented to the clinic where interrogation with a programmer confirmed the device had reverted to safety mode. The patient was pacemaker dependent and pacing inhibition was observed due to the safety mode settings. The patient was admitted and the device was explanted and replaced with a non-boston scientific device. No additional adverse patient effects were reported. The explanted device is planned to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.